Event description:
The trocar was removed from the patient and the white foam piece stayed in the incision. The surgeon was going to close when the technician noticed the white piece was missing from the trocar. The or team was quite shocked and thankful that they noticed it before they closed. The white piece was then easily retrieved. And the case proceeded without further incident. Note: the actual trocar used on the case was thrown away.